Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. Medical device: 1688t lead implanted: (B)(6) 2006.

Event description:
It was reported that the right ventricular (rv) lead has high impedance and noise. The lead was suspect of a fracture. The lead was extracted and a new lead was implanted. No patient complications have been reported as a result of this event.